Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed and reproduced a constant door not fully latched alarm. It was determined that the alarm was caused by loose upper link screws. When the screws were adjusted, the device performed as expected. The screws have been replaced.

Event description:
It was reported that a spectrum pump does not recognize when the door is closed. It was also reported that this occurred in the cvicu care area and there was no pt injury.